Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06372. Related manufacturer reference number: 3006705815-2023-06373 . It was reported that patient has never had effective therapy from original lead placement and patient was also experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and one lead were explanted and replaced, the other lead was repositioned to address the issue.